Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as not available). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. As per the instructions for use, the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior foot was not parked completely inside the needle guide as received. This condition of the device is consistent with foot surfing as evidenced by the marking on the posterior foot. The probable cause for this condition occurs when tissue becomes caught between the foot and the guide during foot parking. This will result in the reported difficult device removal. Reportedly, the access site was mildly calcified which may have contributed to the reported difficulty. Per the proglide instructions for use under special patient populations, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. During the investigation, the lever was activated and the foot deployed and parked without a problem. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. To assure that all products perform according to specifications, they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Based on the investigation of the device, the probable cause for the reported event is tissue got caught between the foot and the guide during foot parking. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there was no manufacturing or quality deficiency detected.

Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, the device was difficult to remove from the anatomy. Although the lever to retract the foot back into the device was completely down, the foot remained partially open. A little bit of force was necessary to remove the device from the anatomy. The sutures achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.